Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material from the middle of the distal markerband for a distance of 11 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 90% stenosed, moderately tortuous, severely calcified target lesion was located in the proximal left anterior descending artery (lad). After performing rotablation a 10/3.0 flextome¿ cutting balloon¿ was used to treat the target lesion, however, the balloon ruptured at 8 atm on the first inflation after 6 seconds. The balloon might have come into contact with the calcified lesion. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.

Event description:
It was reported that balloon rupture occurred. A 90% stenosed, moderately tortuous, severely calcified target lesion was located in the proximal left anterior descending artery (lad). After performing rotablation a 10/3.0 flextome¿ cutting balloon¿ was used to treat the target lesion, however, the balloon ruptured at 8 atm on the first inflation after 6 seconds. The balloon might have come into contact with the calcified lesion. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).